Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Establishment name: ((B)(6) hospital); added here due to character limitation in respective field.

Event description:
It was reported, the video system center had image noise. The issue occurred during an unknown specified procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.   A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the presence of a chemical scar within the module, suggests that using a scope with insufficient dryness may have led to abnormal communication, resulting in image noise. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred in (B)(6) 2024, during preparation for use for a therapeutic procedure. Which was completed using a similar device.